Event description:
Stryker distributor (B)(4) reported on behalf of the customer that the litter skin was cracked; the head rest was not locking in place. There were no patient involvement or adverse consequences reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.